Event description:
The initial reporter received questionable tina-quant hba1c gen. 3 results from three patient samples tested on the cobas 6000 c 501 (ul) v. Patient sample 1. On (B)(6) 2025: the initial result of the initial patient sample was 12.1%. The repeat result matched the initial result. On (B)(6) 2025: the result of a new patient sample was 4.7%. Patient sample 2. On (B)(6) 2025: the initial result of the initial patient sample was 8.9%. The repeat result matched the initial result. On (B)(6) 2025: the result of a new patient sample was 4.9%. Patient sample 3. On (B)(6) 2025: the initial result of the initial patient sample was 8.9% on (B)(6) 2025: the result of a new patient sample from another analyzer was 4.8%. The doctor questioned the initial results and requested a new patient sample collection, as the initial results did not match the patient's clinical picture. The results of the new patient samples were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 6000 c501 (ul) v is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The analyzer serial number was updated. The calibration and qcs were within the specified ranges. The field service engineer inspected the module and determined that the sample probe had caused the event. He performed instrument checks, rinse water, and cell blank water tests. He checked the gear pump pressure and cleaned the sample probe. He performed precision checks with successful results. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.